Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a pentaray nav and the patient experienced pericardial effusion that required pericardiocentesis. The patient had a pericardial effusion. The procedure was planned as pfa with boston scientific farapulse. The pericardial effusion was discovered shortly after transseptal access was obtained. The transseptal was reported to be "a bit anterior" but the physician proceeded to map. While mapping with the pentaray nav catheter the transseptal was lost. The physician used the decanav catheter to advance the sheath back into the left atrium. The physician used intracardiac ultrasound to check for effusion after re-advancing the sheath into the left atrium. It was discovered that the patient had a large pericardial effusion that could be seen on ultrasound images from the soundstar catheter. Once the effusion was discovered the procedure was terminated and the patient was prepped for a pericardiocentesis. The pericardiocentesis removed 550 to 600 ml of blood. The patient was observed in the procedure room for approximately 30 minutes. After 30 minutes, the pericardial drain had slowed down draining significantly. The patient was stable on transfer for further monitoring. The patient was stable throughout the entire procedure. The patient required extended hospitalization (an extra night to make sure patient was stable). The physician is not sure of the cause of the pericardial effusion and did not feel any j&j med tech devices were the cause of the effusion. The physician's opinion on the cause of the adverse event was tough transseptal anatomy. Procedural act was above 300. The adverse event occurred prior to pfa applications. Confirmed it through the intracardiac ultrasound and x-ray. The sheath used was a versacross transseptal sheath and rf wire. The event occurred during the transseptal phase. No evidence of a steam pop.